Manufacturer narrative:
Implicated product capture-r ready indicator red cell, lot 221515, expired prior to complaint being referred to pi. However, product detected anti-d when qc was performed. On (B)(6) 2015, pi performed screen assay on the echo using retention wbcorqc 2, lot 233283 with retention capture-r ready-screen (3), lot r681 and capture-r ready indicator red cell, lot 221515. All controls performed as expected and wbcorqc 2 (cells 1 and 2 which are d+ cells) resulted positive as expected. Retention product performed as expected.

Event description:
On (B)(6) 2015, the customer stated that an unexpected negative result was obtained with an antibody screen on an echo instrument.